Event description:
It was reported that the patients leads are irritating the spinal stenosis. The patient underwent an explant procedure wherein all device components were explanted. The patient and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 5054349. Product family: scs-ipg-pc. Upn: m365sc11600. Model: sc-1160. Serial: (B)(4). Batch: 342612.

Event description:
It was reported that the patients leads are irritating the spinal stenosis. The patient underwent an explant procedure and was doing well postoperatively. Additional information was received that all explanted devices were discarded by the medical facility.